Manufacturer narrative:
The root cause of the access site adverse event (major bleed) was most likely due to the insufficient seal provided by the hemostatic valve of the 14fr introducer based on the evaluation of the returned product. The root cause of the product damage (crack) was most likely due to the insufficient seal provided by the hemostatic valve of the 14fr introducer based on the evaluation of the returned product.

Event description:
An impella cp device was inserted into the right femoral artery in a 44-year-old male patient with a past medical history of coronary artery disease (cad), presenting in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in acute myocardial infarction (ami) and cardiogenic shock (cgs), and in scai stage d shock, on multiple inotropes and vasopressors, and was on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a bailout of a high-risk percutaneous coronary intervention (pci). During the procedure, after the physician obtained radial access for the pci, the patient went into ventricular fibrillation (vf) arrest requiring CPR. During CPR, the impella sheath was inserted without issues. While advancing the impella catheter to the left ventricle (lv), there was bleeding from the sheath. The impella was started on auto and was running at 3l flow. The physician continued the pci at this time; however, bleeding continued from the sheath and from the impella catheter. The physician decided to exchange the impella catheter and sheath. The second impella catheter was inserted without issues, but was unable to achieve higher than p-4 on auto, and had lack of waveforms, and continuous suction alarms, due to the patient's condition. After 45 minutes of CPR, the patient expired on support. The device is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock, along with the complications of stage d shock.